Event description:
Physician reported that as he was retracting the unfolder handpiece rod after successful insertion of the iol he trapped the pt's iris between the cartridge and the rod. This resulted in a partial iridectomy. Pt's prognosis is unknown.